Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion cannula crimped following insertion of the headset. This occurred 3-4 times during the previous week. The headsets were inserted manually at a 90 degree angle and quickly. Pt bolused and received an e4 occlusion error. She removed the headset and noticed there was one bend in the middle of the infusion cannula. Pt inserted a new headset. No physiological effects were experienced as pt discovered this immediately. There were no leaks of insulin or wetness at the infusion site. Alleged infusion sets were discarded and were not requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.